Event description:
Additional information received indicates that the patient had burning at the ipg site during stimulation on. The burning/pain has resolved following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced burning/pain at the ipg site. Reportedly, the symptoms subsides when therapy was turned off, but did not completed resolve. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The new ipg was implant at a new location.